Event description:
It was reported that during a stent grafting procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 10% stenosed target lesion was located in the severely calcified and moderately tortuous internal iliac artery. This 33/7/2/65 equalizer balloon catheter was selected to dilate the aorta. The balloon ruptured upon the 1st inflation at an unknown atm. The device was removed from the patient intact. The procedure was continued with another equalizer balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).